Event description:
Event description cpi received information that the patient came into the clinic for a routine follow-up after having received six shocks the previous day from her implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead. Interrogation of the ICD noted the following message 'warning a pulse generator memory fault has occurred.' The ICD was removed and the chronic transvenous defibrillation lead was capped.